Event description:
The rptr, a caregiver who did not give identity said that back to back (rapid succession) blood glucose tests was done for meter owner. The reported results were 119 versus 46, 108 versus 41, 75 versus 198, and 279 versus 315 mg/dl. Tests were from both left and right hands. Nurse arrived during call and also did comparison tests with results of 179 and 181. Pt has alzheimers, communication noted as difficult. No symptoms were reported. No harm was alleged. Follow-up attempts to contact individuals of subject report for further info have not been successful.